Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console indicated a gas loss in iab circuit at 8:23am. The customer mentioned after several troubleshooting attempts, the pump still didn't work properly. Then they removed the iab catheter. After the iab was removed, the patient's blood pressure (bp) dropped. Medication was then used to maintain bp.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1, g3, g6, g7, h2, h6 (type of investigation), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint record ID # (B)(4).